Manufacturer narrative:
A cooladvantage coolcurve+ applicator was also reported but usage could not be determined. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the bilateral chest using a cooladvantage coolcore contour applicator and on (B)(6)2017 to the bilateral upper abdomen and bilateral lower abdomen using a cooladvantage coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) of the treated areas on an unknown date after treatment, diagnosed on (b)96)2017. Tissue described as visibly enlarged and firmer than the surrounding untreated fat tissue. The chest tissue characteristics were noted as pseudo gynecomastia, and the upper and lower abdomen fat tissue characteristics were noted as normal abdominal fat. The patient also reported normal side effects of numbness, tingling, and itching with an onset of (B)(6)2017.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral chest using a cooladvantage coolcore contour applicator and on (B)(6) 2017 to the bilateral upper abdomen and bilateral lower abdomen using a cooladvantage coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) of the treated areas on an unknown date after treatment, diagnosed on (B)(6) 2017. Tissue described as visibly enlarged and firmer than the surrounding untreated fat tissue. The chest tissue characteristics were noted as pseudo gynecomastia, and the upper and lower abdomen fat tissue characteristics were noted as normal abdominal fat. The patient also reported normal side effects of numbness, tingling, and itching with an onset of (B)(6) 2017.